Event description:
Reporter indicated a vns dell x50 handheld computer would not hold a charge for more than a few minutes despite being properly charged. The dell x50 computer and flashcard have been returned and are currently in product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.